Manufacturer narrative:
Additional narrative: device history records review was conducted. The report indicates that the: DHR review for: part: 310.509 / 9736524; manufacturing location: (B)(4); manufacturing date: 19 nov 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and a product evaluation was performed. The investigation of the complaint articles indicates that one drill bit was returned for investigation. The instrument was received undamaged; some minor signs of use were noted. Additional function check, performed with one of our t-handles, didn¿t show any abnormalities; neither a product nor a function fault could be detected. The review of the device history records revealed that this drill bit was manufactured in november 2015 according to the specifications. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities documented. The complaint condition is unconfirmed as the mentioned malfunction could not be reproduced. (B)(4). Synthes manufacturing location was discovered upon receipt of subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a distal radius fracture on (B)(6) 2017, before the insertion of a locking screw, the surgeon connected the drill bit with a competitor¿s ¿tpsii ao¿ chuck; however, the drill bit was being displaced from the center. The surgeon therefore used another drill bit to complete the surgery without reported delay. There is no available information regarding the patient or surgical outcome. This report is 1 of 1 for (B)(4).